Event description:
During analysis of a vns generator returned due to end of service, it was found that the as rec'd programmed settings were indicative of a faulted diagnostics test. F/u with the surgeon's office found that no note of any interrogation or diagnostics was noted on the operative report from the day of replacement surgery. This indicates that a faulted diagnostics test likely occurred prior to this date which may have resulted in the pt not receiving the intended therapy. Attempts for add'l programming history are in progress.